Event description:
At about 1 month after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the cocr head and bipolar head. The surgery was completed successfully

Manufacturer narrative:
Batch review performed on 20 april 2022. Lot 2010474: (B)(4) items manufactured and released on 26-jan-2021. Expiration date: 2026-01-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: ball heads: bipolar head 25060.2241 bipolar head ø22x41 (k091967) lot. 1905687. Batch review performed on 20 april 2022. Lot 1905687: (B)(4) items manufactured and released on 23-oct-2019. Expiration date: 2024-10-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.